Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found error log showed a c-00 error, confirming the fault occurred in the field. Visual inspection found no issues related to the reported event. When installed on an in-house system, the unit functioned as expected, with successful energizing, cauterization, and instrument recognition on all ports. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, the monopolar energy on the generator failed. The customer tried using both monopolar ports, multiple energy cables, neutral pads, and swapped the instruments but the issue persisted along with an error m-02. The technical service engineer (tse) confirmed the error m-02 in the logs. The tse had the customer reboot the generator and the error m-02 persisted. The customer continued the case with bipolar energy only. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the system was checked upon powering the system and it worked properly. System power on without errors and worked properly for several dozen minutes of procedure, then the error occurred suddenly during procedure. The procedure was completed robotically with the same generator and with the use of some external generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.